Event description:
An attempt was made to deploy a 3.5mm diameter x 24mm length endeavor rx drug-eluting coronary stent in a patient; however, when negative pressure was applied on the balloon of relevant device after crossing the lesion, it was confirmed that blood mixed in. It was consider the balloon ruptured before inflation. The target lesion located in the rca #1 was described as moderately tortuous, with severe calcification and 99% stenosis and was pre-dilated prior advancement of relevant device. The procedure was completed by deploying one other manufacturer stent. The patient is reported to be fine and no other sequelae were reported. It was reported that the relevant device passed visual inspection prior to use, but negative pressure was not performed. Although negative pressure was not performed prior to use contra-venting IFU, this would have had no impact on the reported event.

Manufacturer narrative:
(B)(4): results: (severe calcification, 99% stenosis); (negative pressure not performed prior to use). Conclusion: (severe calcification, 99% stenosis); (negative pressure not performed prior to use).